Manufacturer narrative:
Additional information received from the initial reporter on 27 april 2016 and includes: the ball head popped out and fell on the ground, so it was definitely not in the patient. On 27 april 2016 the (B)(4) project manager performed a preliminary investigation and commented as follows: the ball of the spring ball plunger came out, it may have been caused by wear of the instrument. On 06 may 2016 the (B)(4) project manager performed a visual inspection of the retrieved instrument and commented as follows: as supposed in the preliminary inspection the root cause is the wear of the spring ball plunger. Batch review performed on 10 may 2016. Lot 1213255: (B)(4) items manufactured and released on 02 april 2013. No anomalies found related to the problem. To date, no similar events have been already reported on items of the same lot.

Event description:
During impaction, a pin of the broach handle popped out, releasing the lever locking mechanism. No potential harm to the patient. Operation completed successfully. Instruments will be sent back to medacta (B)(4) for investigation.

Manufacturer narrative:
On (B)(4) 2016 it was prepared a final report with the information already submitted in the initial report. On (B)(4) 2016 the report was sent to the initial reporter and the case was closed.